Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. In this case, the exact cause of the junctional rhythm cannot be confirmed. It is possible that the procedure itself, in addition to the patient¿s severely calcified native leaflets and annulus caused impairment to the sa node, resulting in the junctional rhythm and subsequent hypotension. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliates, post successful deployment of a 23mm sapien xt valve, the patient developed a junctional rhythm while still on the table. The patient became hypotensive, which was resolved with medications, and she was transferred to the ICU. About one hour post transfer to the ICU, the patient became hypotensive again and dropped her p waves per the ECG. The patient was unable to be resuscitated despite CPR and vasopressors. The doctor stated the patient had a small ventricle, and he assumed that there may have been a filling problem. However, the cause of death cod is unknown. The patient¿s native annulus and leaflets were severely calcified.